Event description:
A report was received that the patient¿s ipg was very close to the patient¿s skin which was causing her severe irritation, tenderness and pain on the ipg site. The patient was given topical ointment. The patient will undergo a revision procedure wherein the ipg will be relocated deeper.